Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered a threshold suspend. The customer¿s blood glucose were 339 mg/dl and 226 mg/dl while the sensor glucose was 67 mg/dl and 40 mg/dl at the time of the incident. Insulin delivery was suspended due to the sensor glucose values. The sensor glucose value that triggered the suspend event was 40 mg/dl. The low suspend limit in the sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor is expected to be returned for analysis.